Event description:
Complainant alleged that during a routine shift check by the medic, the device intermittently powered up in manual mode. The complainant indicated that there was no pt involvement in the reported event.